Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer had been mixing old and new insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.